Manufacturer narrative:
UDI # unknown. (B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
It was reported that a (B)(6), otherwise healthy woman, with chronic right hip pain diagnosed with femoroacetabular impingement syndrome. Arthroscopic surgery one year earlier had improved but not resolved her pain. After successful diagnostic blocks, cooled radiofrequency lesioning was performed on the articular branches of the femoral and obturator nerves utilizing a 150 mm cooled rf probe with 4 mm active tip. In order to avoid the neurovascular structures, the complainant alleged that ultrasound imaging and a lateral approach was utilized, as well as motor testing. The treatment cycle was allegedly set at 60 degrees centigrade for 150 seconds. One treatment was allegedly performed on the sensory branch of the femoral nerve and two were allegedly performed at the obturator sensory branch site to better accommodate for anatomic variation. Despite the safety measures allegedly employed, the patient has reportedly developed quadricep weakness immediately following the procedure, with numbness along the femoral and saphenous nerve distribution. These symptoms were reported to have persisted and physical exam 3 days later reportedly revealed 0/5 right knee extension. Emg performed 6 weeks after the procedure was alleged to have demonstrated no voluntary motor unit action potentials, consistent with severe femoral neuropathy. The complainant has reported that they have no information on the current status of the patient at this time.